Event description:
It was reported that the cartridge was cracked. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to load new cartridge, successfully resumed insulin delivery, and received education about potential causes of the alarm.